Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. The physician was dr.(B)(6) at (B)(6). A call to technical services on (B)(6) 2013 states that the patient had syncope this morning but no corresponding episodes and capture was normal. Sales representative doesn't know if syncope was > 2 sec. Rate sense is 600 ohms. Shock lead impedance test on (B)(6) 2012 was 35 ohms and now is 28 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).